Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the prox lad with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 8 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the following day on plavix and asa. The pt returned for a follow-up in 2 days with recurrent chest pain. The pt had stopped taking plavix a week prior because there were no rfills. The pt was given a dose of plavix in the office and instructed to resume plavix. Three mos later, the pt underwent a 2-day stress test demonstrating evidence of distal to anterior apical ischemia and lateral ischemia. Lvef =67%. The pt was readmitted in about 3 weeks later with ongoing chest pain. Cardiac catheterization revealed: lmca-10% proximal lesion, lad-10% proximal stenosis, 20-30% mid stenosis. Lcx -patchy 10% stenosis, rca -patchy 20-30% stenosis, patent stent, ivus was performed to the lad which revelaed two previously placed stents to be under dilated. A balloon was inflated multiple times, and the stents were post-dilated adequately. The pt had angina during inflations but was chest pain free at the conclusion. The pt was discharged the following day on plavix and asa. Causality: in the opinion of the physician the event was not related to the taxus stents.

Event description:
Clinical study. Same case as MFR #6000089-2004-01127, 6000093-2004-01091. It was reported that 4-5 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending and right coronary arteries. Additional information has been requested.